Manufacturer narrative:
Method: risk assessment; result: manufacturing files were not reviewed due to no parts or lot provided. Conclusion: the possible root causes include: improper construct, set screws not tightened correctly; excessive load due to unstable construct; excessive load due to patient anatomy/pathology; patient performs strenuous post-op activities; surgeon applying too much torque to seat the screw head.

Event description:
It was reported that; patient was in a neck collar for 6 weeks, patient then removed collar and allegedly heard a clunk and reported associated pain. Patient came emergency. Imaging noted that the c6 screws were pulled out and c2 unilateral translaminar screw as well. The account did not notice that the occiput plate was broken during imaging but during the revision procedure it was reported as broken. Physician removed the occipital plate and replaced it with the same part and extended the fusion to t2 (t1 and t2 screws were added while c1 and c2 were left uninstrumented).

Event description:
It was reported that; patient was in a neck collar for 6 weeks, patient then removed collar and allegedly heard a clunk and reported associated pain. Patient came emergency. Imaging noted that the c6 screws were pulled out and c2 unilateral translaminar screw as well. The account did not notice that the occiput plate was broken during imaging but during the revision procedure it was reported as broken. Physician removed the occipital plate and replaced it with the same part and extended the fusion to t2 (t1 and t2 screws were added while c1 and c2 were left uninstrumented).